Event description:
It was reported that the patient experienced inadequate stimulation and underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.